Event description:
It was reported that the 9800 system had a low ma error and would intermittently not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, high voltage regulator board, snubber board, and generator drive boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.